Event description:
"Fied." Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection, swelling and fistula. No further patient complications were reported.